Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep verified pumps with and without tubing setup and he found no problem. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
There was a blood leak in the tubing set.